Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that valves (lv14 and lv15) were intermittently functioning and at times would not open wide enough to allow for proper fluid flow. He replaced both lv14 and lv15 to resolve the issue. (B)(4).

Event description:
The customer reported that about 100 milliliters of diluent leaked from the act 8/10 instrument. The customer indicated the baths were overflowing. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.